Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported mr appears to be related to patient morphology/pathology (disease progression) and unrelated to the mitraclip device. There is no indication of a product quality issue with respect to manufacture, design or labeling. As this was previously reported, it must remain reportable. D6: date of implant. H6: patient codes 1964, 1965 - removed.

Event description:
Subsequent to the initial medwatch report, additional information was provided. The mitraclip procedure was performed on (B)(6) 2020, treating degenerative mitral regurgitation (mr) of grade 4. Two clips were implanted and mr was reduced to <1. Approximately two months post mitraclip procedure, recurrent mr of grade 4+ was noted. The clips were stable on the leaflets. The recurrent mr was deemed by the physician, to be related to disease progression. Increased mean pressure gradient was also noted, which was deemed related to the increased mr. On (B)(6) 2020, the patient underwent a mitral valve replacement surgery and the implanted clips were explanted. Post procedure, the patient was in stable condition. The physician has deemed the recurrent mr and increased mean pressure gradient as related to disease progression, as the clips were stable on the leaflets, and un-related to the implanted mitraclips or study procedure. Although event is not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Date of implant - estimated. The clips were explanted and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation (mr) and mitral stenosis. It was reported that this was a mitraclip procedure, performed earlier this year, to treat mitral regurgitation (mr). On (B)(6) 2020, the patient underwent a mitral valve replacement surgery, treating recurrent mr and increased mean pressure gradient. No additional information provided.